Event description:
Intraoperative impedances were greater than 10000 ohms. No other clinical information was provided. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.